Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1620c124ee stent graft was intended to be implanted during the endovascular procedure of a 65mm iliac artery aneurysm and 33.8mm abdominal aortic aneurysm. It was reported that during the index procedure when attempting to connect the iliac limb, the delivery system could not pass through the puncture point. Upon removal of the delivery system, a gap was found between the graft cover and the tip. The physician pushed the outer graft cover by hand to smooth the gap out, and tried to re-enter, but still could not pass through the puncture point. Upon removal, the delivery system's tip was found to be twisted, making it impossible to re-enter the puncture point. A new iliac limb stent was then used instead, which successfully passed through the puncture point, and the procedure was completed successfully. Per the physician there was a large gap between the graft cover and tip which is the reason the delivery system couldn't be delivered. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
H.6 device code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Photo evaluation summary: three still images were received for analysis. Two images show the distal section of an endurant delivery system placed on a surgical table, with a visible gap between the tapered tip and the graft cover, though the exact dimensions of the gap cannot be confirmed. The graft remains loaded within the graft cover, and the stent is visible inside. The tapered tip does not appear to be damaged. The third image shows the endurant packaging. The packaging label confirms that the device identity matches the information reported in gch, the packaging itself appears to be slightly damaged. Film evaluation summary: the reported events could not be assessed on the pre-implant film provided; therefore the cause of these events could not be fully determined. Procedural angiograms showing attempts to position and deliver the endurant limb were not received for a thorough analysis of the event. Lack of full pre-implant CT¿s did not provide opportunity for a more in depth analysis of the patient¿s anatomy. B5: additional information received: it was reported that the stent was inspected prior to use and a gap was observed between the delivery system's tip and the graft cover. This gap had not been specifically measured, but it was visually estimated to be approximately 1-2mm. The diameter of the femoral artery was approximately 6mm and there was no plaque or atherosclerosis in the area. It was stated that the eversion of the delivery sheath ( described as "fold or damage at the tip of the outer sheath") was caused by the positioning difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.